Manufacturer narrative:
Product event summary: it was reported that the patient experienced four (4) critical battery alarms when the batteries were not below 10% relative state of charge. One controller (con184096) and one battery (bat043964) were returned for evaluation. One battery (bat043961) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of bat043961's manufacturing records confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed five (5) critical battery alarms; however, only one (1) critical battery alarm involved bat043961. In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc. This is indicative of a communication errors between the controller and batteries. Additionally, several premature power switching events were observed during log file analysis that were due to communication errors involving bat043961 and bat043964. The premature power switching events is an additional finding not related to the reported event. Failure analysis of the returned controller and battery revealed that the devices passed visual examination and functional testing. As a result, the most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. Communication errors were investigated internally. Of note, the controller, con184096, in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices included in this event: : heartware ventricular assist system ¿ battery : battery / bat043964 / model #: 1650de / expiration date: (B)(6) 2014., yes, (B)(6) 2015 , yes , mfg date: (B)(6) 2013, no, (B)(4). Heartware ventricular assist system ¿ battery / bat043961 / model #: 1650de / expiration date: (B)(6) 2014, no, mfg date: (B)(6) 2013, no, (B)(4).

Event description:
It was reported that the controller displayed four critical battery alarms in a charging level not less than 10%. The controller and two batteries were replaced. No patient complications have been reported as a result of this event.